Manufacturer narrative:
We informed dr. (B)(6) to have the patient discontinue all use of the desensitizer. He will finish her treatment without desensitizer once the swelling has subsided. Followed-up with office on 03/11/2014, patient was continuing with whitening treatment without the use of the desensitizer.

Event description:
On last day of two week at-home whitening treatment, patient experienced swelling of the lip. The patient sought medical attention and her doctor put her on steroids for allergy.